Event description:
A malfunction on the pump was reported by the customer. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report if any further malfunctions occurred.